Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 565 and 509 mg/dl. The customer reported testing the blood glucose level, however the reading won't transfer from the meter to the insulin pump. The customer did troubleshooting the issue. The customer was advised to change the entire infusion system. The customer treated the low blood glucose level with food and declined troubleshooting. The insulin pump will be returned for analysis.